Event description:
It was reported that the patient's implantable cardiac defibrillator exhibited eri on (B)(6) 2018 and reached end of service on (B)(6) 2018. It was noted that the device exhibited premature battery depletion. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(4), 2016.